Event description:
Reporter alleged obtaining a discrepant blood glucose result of 27 mg/dl back to back with a result of 189 mg/dl on the advantage system when testing was performed within 10 mins. Reporter indicated that he took his diabetic medications after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.